Manufacturer narrative:
The initial failure description was that the "closing assy of the rotaflow drive (rfd) is broken". The failure occurred during patient treatment. No patient harm occurred. A getinge service technician was on site on 2021-10-12 to repair the affected rotaflow (serial# (B)(6)). The technician confirmed the failure and replaced the rfd closing assy (material#70101.1680). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "closing assy broken" was performed in getinge life cycle engineering on (B)(6) 2016 . Most probable root causes could be determined: too excessive force weakening due to manufacturing errors (air inclusions). Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on 2021-11-04 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the closing assy broke patient treatment. The customer used adhesive tape to finish the treatment. Complaint ID: (B)(4).